Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the keypad button was under responsive. The customer alleged that the up, down, and ok buttons were under responsive to user presses. The customer also alleged that there was moisture behind the display. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up # 1 date of submission 10/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: during visual inspection of the pump, it was observed that there was moisture observed under the display lens. A leak test was performed and failed due to the display lens leak. There was no physical damage found on the keypad but all the buttons were unresponsive. The keypad cover was removed and there were no contaminants found under the button contacts. The pump was opened and there was moisture damage observed on the printed circuit board (pcb), on the continuous glucose monitoring (cgm) board and on the keypad flex connector.